Event description:
Suction was again passed and no secretions were retrieved. Patient still sounded coarse so ballard closed suction catheter was changed out to new one, and secretions were able to be removed from the airway. MFR#:198; lot: #30243629; ih#: (B)(4).